Event description:
Alaris medsystem iii 2863b infusion pumps were purchased for inclusion in containerized erectable field hosp assemblies. When units were tested, prior to inclusion 20-30% of total were found to be out of spec.